Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported her cgm value was 40 mg/dl but her bg was 78 mg/dl. She ate sugar (no symptoms were reported); however, her cgm continued to display 40 mg/dl. She was taken to the emergency department for evaluation, her admitting bg was 89 mg/dl. She stated her cgm did not rise above 40 mg/dl even though she had been ingesting sugar for hours. No additional treatment was provided in the emergency department and she was discharged home. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.